Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure the balloon burst during inflation. No consequences to the patient were reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the balloon catheter shaft was kinked at 15cm from the proximal end. An attempt was made to flush the device however the balloon catheter shaft was blocked/ occluded with solidified contrast media. The contrast was unable to be removed therefore the balloon catheter shaft was cut near the distal end in an attempt to inflate the balloon. The balloon was then able to be flushed and an attempt was made to inflate the balloon, a leak was noted to the distal end of the balloon. The catheter kinked/bent most likely due to handling of the device either during preparation for the procedure or during the clinical procedure. In the case of this complaint the balloon got damaged during inflation during the procedure. This was most likely due to some procedural/anatomical factors encountered during use. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during the procedure the balloon burst during inflation. No consequences to the patient were reported.